Event description:
It was reported that during a percutaneous coronary intervention procedure, the inflation device gauge was inaccurate. The lesion was located in a calcified and severely tortuous mid left anterior descending artery. The encore 26 inflation device inflated and deflated an unknown balloon, however the gauge of the device did not move or decrease during deflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure the inflation device gauge was inaccurate. The lesion was located in a calcified and severely tortuous mid left anterior descending artery. The encore 26 inflation device inflated and deflated an unknown balloon, however the gauge of the device did not move or decrease during deflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed the unit was visually inspected and the unit components were visually examined for any damage or defect. It was noted that the gauge needle was stuck at 14atm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).